Event description:
Vented ccu pt arrived with a new ventilator model deemed MRI safe. MRI staff were assured by respiratory therapist (rt) that it was MRI compatible. During pt set-up for the MRI exam the ventilator was placed too close to the magnet and was violently attracted, causing minor damage (cosmetic) to the MRI machine, and seemingly severe damage to the ventilator. Rt was able to remove device from the magnet, but it was clear that it could not be used for this case. Pt was manually bagged until the "old" MRI compatible vent was made available. In this case, the pt was not injured. Item was immediately removed from the scan room, and exam was completed.